Event description:
The following has been reported by the customer: lowest port of volumat line (12b) (primary pump line) blocked/unable to flush. No adverse events reported. More information is needed to complete the investigation.